Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break 235mm from the distal end of the strain relief was also noted during analysis. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the distal extrusion identified a kink in the mid-shaft. The kink was located at 2mm from the proximal end of the port weld. This type of damage is consistent with excessive pressure being applied to the delivery system. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on 03-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 2.75x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion despite many attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.